Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
The catheter is breaking distal to the marking ring. The catheter is secured in the cystic duct with suture. During the procedure, the catheter breaks and once broken, the distal segment remains in the patient and is eventually passed through the patient. Refer to 1820334-2008-00182 and 1820334-2008-00184 as this has occurred more than once.